Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a representative regarding a patient receiving intrathecal gablofen 500 mcg/ml at 69 mcg/day via an implanted pump system. The gablofen lot number was not available. The patient was seen for routine follow up on (B)(6) 2016 with no issues noted. An x-ray showed good connection and the catheter tip location was the same as the implant x-ray. The patient presented to the emergency room on (B)(6) 2016 with mild fluid collection in the pump pocket. There were no signs of infections or redness. There was no fluid collection in the back incision. There were no signs of baclofen underdose, and there was no headache or fever. An x-ray was performed on (B)(6) 2016 and was normal. The patient was admitted to the hospital for observation, and an abdominal binder was ordered. The issue was not resolved, and the patient's status at the time of the report was alive with no injury. Additional information was requested to determine the cause of the fluid collection in the pump pocket, and if the fluid collection resolved.